Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (calcification) and operational context (valve sizing) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in japan, intraoperative sinus of valsalva (sov) rupture was reported after a 23 mm sapien 3 valve in the aortic position via transfemoral approach was deployed. Ten minutes after valve deployment, the patients¿ blood pressure dropped from 100 mmhg to 40 mmhg and a pericardial effusion was seen. A pericardiocentesis was performed. Hemostasis was not achieved by reversing the heparin, so a median sternotomy was performed and cardiopulmonary bypass (cpb) was established. Since the bleeding site could not be detected, the pericardium between the non-coronary cusp (ncc) and the left coronary cusp (lcc) was sutured in reference to findings shown on tee; however, bleeding persisted. After the sapien 3 valve was removed, the sov was found to be torn longitudinally for approximately 3 mm at right below the left coronary artery ostium. The procedure was converted to a bentall procedure. The aortic root and valve were replaced with vascular grafts and 19 mm surgical aortic valve. An operator stated that the nominal volume might be excessively over sizing for the annulus with area of 350 mm2. If bav had been performed, the inflation volume could have been reduced.